Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with imaging difficulty due to patient anatomy. It should be noted that the mitraclip g4 instructions for use (IFU) states under the deployment step 1: lock line removal section to ¿establish final arm angle.¿ the reported improper or incorrect procedure or method was associated with not performing establishing final arm angle during deployment. It should be noted that the mitraclip g4 IFU states under the indication for use section that ¿the mitraclip¿ g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr = 3+) due to primary abnormality of the mitral apparatus [degenerative mr]¿. The reported off-label use was associated with using a mitraclip with the tricuspid valve. The cause of the reported single gripper actuation issue appears to have been contributed by the off-label use of a mitraclip on the tricuspid valve, as unintended curves were placed on the device by the user. The cause of the reported entrapment of device (clip caught on chordae), and the reported difficult leaflet grasping are due to challenging patient anatomy (dense chordae grouping at the implant location). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. (B)(4).

Event description:
This is filed to report gripper actuation issue and the clip becoming stuck in the chordae and having to be deployed. It was reported that an off-label mitraclip procedure was performed to treat degenerative tricuspid regurgitation (tr) grade 3. One mitraclip was successfully implanted on the tricuspid valve. A second mitraclip xtw was advanced to the right atrium and the grippers were tested and observed to be functioning. Grasping the posterior leaflet was difficult. It was noted that visualizing the posterior gripper was difficult due to patient anatomy. Once a grasp was made, one of the grippers would not lower. Troubleshooting was performed but the gripper still would not lower. The decision was made to remove the device. However, during removal the anterior gripper became entangled in chordae and could not be removed. At that point, the decision was made to leave the clip at 120 degrees and they were able to grasp both leaflets. They tried lowering the gripper on the leaflet and was able to close the clip without the leaflet coming out. The clip was deployed without establishing final arm angle and was stable. The tr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.